Manufacturer narrative:
Visual inspection was performed on the returned device. The reported separation was confirmed. The reported failure to advance could not be replicated in a testing environment as it was based on operational circumstances. The investigation determined the reported complaints appear to be related to operational context. D9, h3: device available for evaluation h6: type of investigation code 4115 - removed.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported complaint appears to be related to operational context. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. The other nc traveler referenced is filed under a separate medwatch report number. The nc traveler is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the left anterior descending coronary artery that was both heavily calcified and tortuous. After an nc traveler 3.5x8 mm balloon dilatation catheter failed to cross due to heavy calcification, the proximal shaft separated. The device was easily removed. Another nc traveler 3.0x8 mm balloon dilatation catheter also failed to cross and the shaft was separated at the proximal end, but was easily removed. The procedure was abandoned and the patient will be kept on medical management. There were no reported adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.